Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID 3531, implanted: (B)(6) 2015, product type: external neurostimulator. (B)(4).

Event description:
It was reported that patient was not feeling stimulation while therapy was on. The consumer turned on the stimulation up on the right and left up to 10 v but patient was not feeling anything. The trial patient would like assistance in turning the stimulation on. It was later reported that the wires (electrodes) were retracted upon examination was the cause of lack of stimulation. It was later reported that on follow-up she did not receive any response from the device. They did another x-ray, sacral spine, posterior anterior (pa) and lateral, in the office which showed that the, both of the wires were not in their location where they initially placed them. So somehow both of the wires moved. And as a result they had to go through the device phase 1 in order to evaluate her. And now she subsequently had a phase 2 and successfully placed and she was responding well to that. So the problem initially was somehow the wires moved from initial placement to post op visits on both of the leads, both wires making the phase 1 trial unsuccessful. A follow-up report will be sent if additional information becomes available.